Event description:
It was reported that the procedure was to treat a 70% stenosed, heavily calcified lesion in the mildly tortuous iliac artery. The 9.0mmx39mmx80cm omnilink elite 35 stent implant was successfully deployed; however, during withdrawal of the omnilink elite 35 stent delivery system, resistance was met with the non-abbott introducer sheath. All devices were removed as a single unit. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.